Event description:
Device malfunction: unable to complete thumb advancer stroke. Time of device malfunction: during procedure. Symptoms/ae: none. It was reported that a trained physician attempted arteriotomy closure with a starclose vessel closure system after an interventional procedure. The physician experienced "carving" when advancing the thumb advancer. When the clip delivery tube was advanced approximately 3/4 of the track, the physician felt strong resistance and was unable to further advance the thumb advancer. The physician depressed the safety release button and retracted the device out of the tissue tract. Hemostasis was achieved with manual compression. No patient injury or adverse effects were reported. No additional information.